Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks. At 0300, it was reported during priming the device for delivery of an unspecified concentration of norepinephrine. No specific programming parameters were provided. It was reported that when the nurse plugged the ac power cord plug into the ac outlet an unspecified sound was heard and a spark was seen. At that time, the nurse unplugged the device from ac power. The device was removed form clinical service. There were no reported adverse effects to the pt or the nurse and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided, including if the device was replaced and therapy was started.